Event description:
Patient treated with portrait at 4.0 joules single pass experienced delayed healing and developed an infection in the temple area. Treated with keflex and a corticosteroid for 10 days. Patient healed with no sequelae reported.

Manufacturer narrative:
Patients developed a staph or gram negative infection after treatment. Infection may have been the result of pulse stacking (increased treatment energy) or post procedure contamination. Patient was treated within the portrait guidelines but at the high end of the recommended energy. Dr. Stated he will reduce the energy he uses to treat. Labeling includes the following risk: follow the procedure, the treated site may be subject to an opportunistic infection. Normal precautions such as the use of prophylactic antibiotics, dressings and antibiotic ointments/creams, may be used at the discretion of the physician.